Event description:
Two crystal ear hearing aids received. They did not work and were returned to the co. Company advertised " absolute satisfaction or money back." Repeated calls to the co. At 1-800-992-2966. According to the rptr the co says items received back and his account will be credited, but they never have credited his account. This co's advertisements are ridiculous and should be stopped."